Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has elected not to pursue revision surgery and has become a non-user of the device. This is the final report.

Event description:
The recipient is reportedly experiencing dizziness with and without device use. A cholesteatoma on the contralateral side was detected and surgically removed, however, the issue did not resolve. A review of the test data indicates impedance issues.